Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery to explant polaris translating screws due to pain and loosening was reported. The surgeon noted that the patient had osteoporotic bone. During revision, the screws were removed and were not replaced.